Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported at three week post op, patient experienced an occlusion and elevated intraocular pressure following a micro-stent implant procedure. Additional information was requested.

Manufacturer narrative:
The condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Device obstruction resulting in iop increase is a known complication associated with the procedure as stated in the product's IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Device obstruction resulting in intraocular pressure (iop) increase is a known complication associated with the procedure as stated in the product's instructions for use (IFU). The manufacturer internal reference number is: (B)(4).